Event description:
It was reported that during preparation of convective radiofrequency water vapor thermal therapy, error 275 (syringe water fill error) came up during priming of two delivery devices. The delivery devices were primed again with a full syringe but without success. The patient was already under anesthesia and the procedure had to be canceled. There were no patient complications due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. A review of the device instruction for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The generator was received with minor plastic enclosure damage due to normal usage wear. Those parts were replaced. The display screen was found to be flickering during functional testing. The monitor cables were replaced. The rest of the generator was in overall good physical condition. A new pressure sensor was installed. The generator passed full functional and electrical safety testing. The generator works properly according to manufacturer specifications. Based on the observed findings, an evaluation conclusion code of traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation of convective radiofrequency water vapor thermal therapy, error 275 (syringe water fill error) came up during priming of two delivery devices. The delivery devices were primed again with a full syringe but without success. The patient was already under anesthesia and the procedure had to be canceled. There were no patient complications due to this event.